Event description:
The customer reported a speaker malfunction inop on the intellivue multi measurement server x2. The device was reported to be in use on a patient, but no adverse event to the patient or user was reported.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported a speaker malfunction inop on their intellivue multi measurement server x2. It is unknown if the device was in clinical use at the time of the event, no adverse vent or patient harm was reported.